Event description:
It was reported that the programmer rebooted unexpectedly during two patient sessions. The programmer will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis observed link electronic module (lem) circuit board failure, as a result the lem board was replaced and software was reloaded.

Event description:
It was reported that the programmer rebooted unexpectedly during two patient sessions. The programmer was later returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).